Event description:
As reported, a 6f¿7f mynx control vascular closure device (vcd) could not be advanced into the sheath and damage to the white tube tip was observed. The distal portion of the white tube tip appeared deformed, which may have interfered with insertion into the sheath under standard procedural conditions. Manual compression was performed for greater than 30 minutes, and hemostasis was successfully achieved. There was no reported patient injury. Femoral artery suitability was verified on angiography including insertion angle of the vascular sheath introducer. The vessel diameter was greater than or equal to 5 mm. There was little or no vessel tortuosity; there was little or no peripheral vascular disease or calcium at the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The device was returned for evaluation. Addendum: the sealant was partially exposed but still mounted on the unit delivery shaft with the sealant sleeves frayed/split/torn.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.